Event description:
It was reported that during a laparoscopic cholecystectomy procedure on the third or fourth clip the clips stopped forming completely. The case was completed with another device of the same product code. All known information was reported.

Manufacturer narrative:
(B)(4). Additional information: which firing of the device did this event occur on? Third or fourth. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Asku. Was there any torquing or twisting of the device present at the time of firing? Asku. Was any unexpected resistance felt while firing the trigger? None noted. Were any unexpected noises heard? If so, when? Asku. Did anything unexpected happen prior to this incident? Asku. Was the device fired after this incident in or out of the patient? Asku. Was a cholangiogram used? No.